Manufacturer narrative:
Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4). The device was not returned to mentor.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 85 consecutive patients underwent fat grafting and prosthetic reconstruction from may 2010 to january 2013. 4 nonirradiated patients had oil cyst. No hospitalizations required following fat grafting complications. Some required massage therapy or necessitated ultrasound and/or manual therapy at 2 to 6 months after the fat grafting procedure. Based on the narrative, there were no complaints reported related to cannula malfunction during the procedure. These events were procedure related and not a malfunction of the cannula. Title: ¿outcomes of prosthetic reconstruction of irradiated and nonirradiated breasts with fat grafting.¿ the purpose of this study was to analyze the outcomes of fat grafting as an adjunctive modality in prosthetic reconstruction of irradiated and nonirradiated breasts. The 4-mm becker tear drop cannulas (catalogue number bectd426l; mentor) and 15-cm coleman aspiration cannulas (catalogue number col-aspi; mentor) were used in this study. Mentor literature complaint.